Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of surgery ("major surgery") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent surgery (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the surgery outcome was unknown. The reporter considered surgery to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of surgery ("major surgery") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent surgery (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the surgery outcome was unknown. The reporter considered surgery to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('chronic, pelvic'), uterine perforation ('perforation: uterus') and surgery ('major surgery') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia,"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea,chronic"), menorrhagia ("menorrhagia"), metrorrhagia ("metorhagia"), bladder disorder ("bladder probs"), vaginal discharge ("vag. Discharge"), migraine ("migraine"), pain ("general pain and suffering,other") and anxiety ("mental anguish / anxiety"), underwent surgery (seriousness criteria medically significant and intervention required) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery ((salping. {bilateral},hyst (full) and salping. {bilateral},hyst. Full). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, uterine perforation, surgery, menorrhagia, metrorrhagia, bladder disorder, vaginal discharge, pain and anxiety outcome was unknown and the pelvic pain, abdominal pain, female sexual dysfunction, dyspareunia, dysmenorrhoea, hormone level abnormal, migraine and weight increased had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pain, pelvic pain, surgery, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted in essure confirmation test : results provided, however, also reported as essure confirmation test not performed. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received : fu(2) and (3) processed together. Following events were added : chronic, pelvic/abdominal, apareunia, dyspareunia (painful sexual intercourse) dysmenorrhea, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), migration, perforation: uterus, bladder probs., vag. Discharge, hormonal changes, migraine, weight gain,mental anguish,general pain and suffering. On 18-sep-2019: pfs received : no new significant information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.